Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The unit was then installed onto a patient fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the usm was inspected, but no faults could be identified.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, arm 1 of the patient side cart (psc) showed higher resistance and sounded different than the other arms during movement, and service was requested. Troubleshooting noted that there were no errors and the arm completed all power-on self-tests at startup, and the system was used to operate and arm 1 was disabled to continue the procedure. The procedure was completing as planned with no reported injury.